Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned to the service center with a report of the top of the button has lifted off but the button still works. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, debris inside light guide lens (lg) was found. There was no patient involvement.